Manufacturer narrative:
Concomitant products: evolutr-29-us valve implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted and replaced with a leadless implantable pulse generator (ipg) due to infection. No further patient complications have been reported as a result of this event.